Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: observed an opening assessed as fold flow opening. Observed an opening assessed as surgical damage. As per the investigation procedure non penetrating nick and creases was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: an "exchange from textured to smooth implants due to the patients concerns with the product" and later "hole, non-specific" was observed during surgery.

Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patient's concerns with the product". Later, healthcare professional reported there was no disinfection due to "hole, non-specific" observed during replacement surgery. The device has been explanted and replaced.